Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced low blood glucose levels of 52mg/dl.  It was unknown what caused the customer¿s low blood glucose, but the mom treated with the low with glucose tablets.  The customer¿s mom did not troubleshoot and did not send the product back for analysis.